Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the pilot balloon was cut. The piece that was cut off, including the valve, was not returned. No other defects were observed. The returned et tube was damaged and was missing the valve, thus, functional testing could not be performed. The reported complaint could not be confirmed based on the sample received. A device history record review could not be performed as no lot number was provided. Complaint verification testing could not be performed and a root cause could not be determined based on the information provided and the condition of the sample received.

Event description:
The customer alleges that when trying to remove the tube after a procedure, the cuff wouldn't deflate because the inflating tube was blocked. The user cuff off the pilot balloon and the cuff could then be deflated. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. A device history record review could not be conducted since the lot number was not provided. A document assessment (fmea) was conducted and no changes were required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the defect. At this time, since the sample is not available and it is not possible to determine the source of the defect reported. The customer complaint cannot be confirmed since the device sample is not available to perform a proper investigation and determine the root cause. If the device sample becomes available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend relating complaints.

Event description:
The customer alleges that when trying to remove the tube after a procedure, the cuff wouldn't deflate because the inflating tube was blocked. The user cuff off the pilot balloon and the cuff could then be deflated. The pt's condition is reported as fine.